Event description:
It was reported that an ilet user experienced persistent hyperglycemia beginning after lunch, remaining above target for approximately six hours with a reported blood glucose of 276 mg/dl and no downward trend, for which the agent advised a supply change and planned follow-up. Symptoms included high blood glucose. Outcomes included no reported injury, medical intervention beyond product troubleshooting, or care escalation. Investigation included a technical support review with troubleshooting and user education. Investigation of this case revealed no device alerts or alarms and no identifiable cause based on available information. It was concluded that the event was consistent with hyperglycemia of unclear cause, with no evidence of device malfunction identified from the information provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.